Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, an in-house contour next one meter was tested with the in-house contour next test strips from lot # 8dpec41c, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer reported that she obtained blood glucose readings of 314 mg/dl and 142 mg/dl on the contour next one meter, and 150 mg/dl and 156 mg/dl on a non-ascensia meter. All readings were obtained within 10 minutes. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.